Event description:
The product was used during a lung volume reduction procedure. Reportedly, the staples were missing and bleeding occurred. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.